Event description:
The ac power cord did not come loose at the wall outlet. The ac power cord did not come loose from the back of the unit. The patient had a loss of power due to a storm. The patient was sleeping on the mpu. The patient and mother were educated that the patient power module (ppm) is the safest power source to sleep on because of its backup battery in the event of power loss and its ability to echo system controller alarms. The mpu was not exchanged or removed from service. The mpu was not intended to be returned for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial number unknown) was evaluated due to the reported event of a no external power alarm. The provided log file did capture a no external power on 25oct2025 while the mpu was in use, and the alarm resolved when power was restored to the system. However, available information for this event indicates that the alarm occurred due to a power outage at the patient¿s home, and there were no functional issues reported with the mpu. Available information for this event also indicates that the patient and mother have been educated that the power module is the safest power source to sleep on because of its backup battery in the event of power loss and its ability to echo controller alarms. The root cause of the reported event was not correlated to an issue with the mpu. The serial number of the mpu was not provided. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captured a loss of power to the mobile power unit (mpu) on 25oct2025. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. There were no other unusual events recorded in the log files. The mechanical circulatory support (mcs) equipment was operating as intended.